Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to loss of capture. Another lead was implanted instead. No additional adverse patient effects were reported.